Manufacturer narrative:
Initial reporter state: (B)(6).

Event description:
It was reported that the balloon catheter became entrapped on the guidewire. A ranger drug-coated balloon (dcb) catheter was selected for use in a percutaneous transluminal angioplasty (pta) procedure. The target lesion was located in the superficial femoral artery. While advancing over the guidewire to the target lesion, the balloon catheter became entrapped on the guidewire. Both guidewire and catheter were removed together. A new ranger dcb was used to complete the procedure. There were no patient complications.